Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline pusher encountered resistance during retrieval at the phenom 27 catheter at the distal shaft. The patient was undergoing treatment for a pipeline placement. It was noted that the patient's blood vessel tortuosity was moderate. The access vessel was the right vertebral artery, basilar artery, and posterior cerebral artery with 2mm to 4mm diameter. It was reported that the delivery pusher of the pipeline device could not be retrieved after deployment. The device was removed. As only the same lot of the phenom 27 catheter was available, it was replaced and used; however, the delivery pusher of the same pipeline device also could not be retrieved. While this issue may not pose a concern in procedures conducted in japan, a request was made to verify the condition of the phenom 27 catheter. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a pipeline.

Manufacturer narrative:
H3. Product analysis: ¿ equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5) ¿ as found condition: the phenom 27 catheter was returned inside the outer carton, bio-hazard bag, and shipping box. The pipeline flex shield delivery system was not returned. ¿ visual inspection/damage location details: the catheter tip and marker were examined; no damages were found. The catheter body was found to be flattened between 3.2cm to 14.0cm from the distal tip. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.026¿ mandrel through catheter hub. The mandrel successfully passed through the catheter hub without issue, however, resistance was observed at the damaged locations. ¿ conclusion: based on the device analysis, the customer complaint was confirmed as the catheter body was found to be flattened. This damage may have occurred when the customer attempted to advance/retrieve the pipeline flex shield through the catheter against resistance. However, the root cause could not be determined. Possible causes of the resistance include vessel tortuosity and lack of the continuous flush with heparinized saline during delivery. Since the pipeline flex shield delivery system was not returned, any contribution of the pipeline flex shield delivery system to the resistance issue could not be assessed. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the pipeline delivery pusher was finally retrieved from the patient's body with the microcatheter. There was no resistance when delivering the pipeline. The pipeline was placed "with" a deployment defect. The baseline aneurysm was in the vertebral artery (va). The aneurysm max diameter was 7mm and the neck diameter was 5mm. Two phenom catheters were returned with a pipeline delivery pusher stuck inside the lumen.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.